Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The power switch has no observed physical damage, but the unit did not power up with new batteries. The unit does power up when using an external power supply or a 9v adapter and the power switch functions as it should. However, there is battery leakage residue inside the battery compartment. Also, the aqualert water indicator label shows moisture exposure. Additionally, there is a gap in the case where the two sides meet. The warning label is torn across the middle. (B)(4).

Event description:
Customer reported the on and off button is pushed in making it difficult to turn the alarm on ad off. Customer reported the alarm sounds intermittently when the hook and loop sensor is detached. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.